Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not getting on. Review of the log files confirmed the reported issue. It was identified that the issue occurred since there was no power to the system. The fse checked the system and found that the mim & nyi fuses were good and the issue was due to the defective pdu (power distribution unit) fan tray and dcps (direct current power supplies). The fse replaced the defective pdu fan tray and dcps assembly to resolve the reported issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not power on successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.